Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter balloon was difficult to inflate during placement. Per additional information from the ibc via email 18mar2020, it was unknown if the water just would not infuse or how the user knew it was difficult to inflate.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a deformed/dent shaft, which caused the catheter unable to inflate. Clamp test was performed on the returned catheter and no dent was observed on the shaft. The exact cause of how and when the problem occurred could not be determined.the device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 1. Method of use the device is intended for single use only and is not reusable. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that the catheter balloon was difficult to inflate during placement. Per additional information from the ibc via email 18mar2020, it was unknown if the water just would not infuse or how the user knew it was difficult to inflate.